Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alarmed compromised force sensor system multiple times at night. It also stated that insulin pump also received motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer could not verify that the whether support cap protruded or loose. The customer was advised that insulin pump need to replace. Insulin pump will not return for analysis.